Manufacturer narrative:
Customer event "when the surgeon placed the guide into the notch of the knee, the end of the guide broke just before the area where the guide is flared" was confirmed based on photographic evidence and device evaluation. The evaluation of returned used device found the device tip detached from the shaft. Critical dimensions were inspected and could not find any discrepancies. This is technique dependent device, and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use excessive force on instrument to avoid damage or breakage during use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the kbl191 device was being used during a knee ligamentoplasty on (B)(6) 2021 when it was reported that "when the surgeon placed the guide into the notch of the knee, the end of the guide broke just before the area where the guide is flared. He took out the guide, the broken part was hardly fit on the tube. They recovered the broken piece." The procedure was completed with an alternate unknown device from another company. There was no impact/injury to the (B)(6), male patient. There was a 5 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.